Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded and the sensing coil fractured at 53.2 cm to 54.2 cm from the lead tip due to friction to another implantable device, causing the reported high lead impedance.

Event description:
It was reported that the left ventricular lead was dislodged and exhibited high impedance and loss of capture. The lead was explanted and replaced.